Manufacturer narrative:
The cycler was returned for evauation. The cycler was simulated use tested. During the evaluation the cycler was determined to be louder than expected. The display panel was experiencing a brightness problem. During the test the cycler performed as expected for testing volumes and alarmed appropriately when the patient line was clamped during treatment. There was a grinding noise when the fill and drain cycles occurred. Accelerated stress testing determined the pump "b" motor was failing and producing the grinding sound. The display inverter was inspected and found to have a burned transformer and had produced a burning smell during the test. The voltage test passed. There were no othr issues found during the evaluation. The cycler was repaired. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient's contact requested a cycler replacement for unresolved draining issues without any alarms. The specific nature of the draining issue was not made clear. No other allegations of the device malfunctioning were made. During follow up the patient's contact reported there was no adverse event for the patient and there was no medical intervention needed. While evaluating the cycler it was discovered that the display inverter board had signs of overheating.